Event description:
It was reported that patient experienced erosion. Patient underwent an explant procedure of his inflatable penile prosthesis (ipp). No information about the patient outcome is available at the moment. Additional information was requested.